Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to pt. (B)(4).

Event description:
A healthcare professional reported that the tubing from a custom pak was noted completely crushed during surgery. The pt impact is unk. Add'l info has been requested but not received to date.